Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to unspecified reasons. During the procedure the existing preconnected cylinders and pump were removed and a new component was implanted. No information was provided about the patient's outcome